Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that on (B)(6) 2008 the patient was seen in clinic. A catheter dye study was performed with intrathecal contrast injection and percutaneous access of the implanted device with fluoroscopic guidance. Lateral fluoroscopic image demonstrated the delivery of contrast media into the intrathecal space and demonstrated the continuity of the catheter to the nozzle. However, with progressive infiltration a region of catheter discontinuity with collection of injectate extravasating from the catheter in the region of the right flank was clearly identified on multiple images. There was found no contrast collection behind the pump. It was indicated the catheter had evident defect in subcutaneous tissue. The discontinuity of the pump was described to the patient. Pump programming was undertaken to deliver a catheter priming bolus of 0.163 ml over ten minutes. Simple continuous infusion was reprogrammed to reduce the total daily dosage from 17 to 15 mg per day. The plan was to replace the pump and catheter. The patient remained in stable condition during a 30 minute observation interval and was discharged to home in stable condition. On (B)(6) 2009 the patient was seen in the clinic. The patient continues to progress through a schedule of weaning the intrathecal drug in pr eparation for replacement of the perforated catheter and possible pump replacement. On (B)(6) 2009 the patient was seen for medical management and for refill of the intrathecal drug pump so as to allow continued reduction in dosage from present 3.84 mg per day to a lesser dose. The plan was to wean the medication to 0 for at least one week prior to replacement of the catheter an unknown amount but definitely the identified amount of her medication is actually being delivery subcutaneously due to a catheter perforation. The refill and reprogramming was performed without complication. The patient was given prescriptions one month each of dilaudid eight mg tablets total 180 tablets for use one by mouth (p.o.) Every four hours and for morphine sulfated extended release thirty mg tablets, total 90 tablets one by mouth (p.o.) Every eight hours. The dosage was reduced with the 5mg/ml concentration to a daily dosage of two mg per day from the present nearly four mg per day. The plan was for the patient to follow up in fourteen days and the plan was to reduce the dosage to one mg per day and one week later another reduction and then within one to two weeks later reimplantation and reinitiation of the intrathecal drug delivery. On (B)(6) 2009 the patient was scheduled for replacement of the pump and catheter. Preoperatively the patient was not sedated but oxygen saturation was noted to be at 86% with a maximum of 94% depending upon rapidity of breathing. The impression was early chronic obstructive pulmonary disease, possible infectious bronchitis or asthmatic response. The surgery was cancelled. The patient was to follow up with a pulmonologist. The surgery can be rescheduled after that physician has deemed her condition as stable. On (B)(6) 2009 the patient presented to the emergency room. The patient was very upset and irate. The patient experienced nausea, cramping, loose stools, vomiting, was shaky and had an increase in back pain. The patient has an intrathecal pump that she thinks is out and so she takes dilaudid tablets to supplement it. The patient indicated that she was out of dilaudid tablets. The patient gets eight mg that she takes every three hours and she is not due to see the physician until (B)(6). The patient had been out for two days. The patient last had a prescription filled on (B)(6). The patient talked with her managing physician and was told to present to the emergency room for evaluation. The emergency room (ER) physician contacted the patient¿s managing physician and was told that the managing physician talked with the patient last night and instructed the patient to present to the emergency room then. The managing physician authorized the ER physician to give the patient an injection. The patient was given two of dilaudid and 25 of phenergan. The patient was discharged with a prescription for 20 dilaudid eight mg tablets with no refills. The managing physician authorized the ER physician to give the patient the prescription. The patient had an appointment scheduled for (B)(6). Per the death certificate there was no autopsy performed. The immediate cause of death was undetermined. The manner of death could not be determined.

Event description:
Attorney alleges that: the decedent was allegedly implanted with a "8840 synchromed iib" intravenous pain pump in oct of 2004 for the purposes of pain mgmt. In 2008, the drs allegedly "realized that the pump was malfunctioning and delivered too much pain medication". It is claimed that the pt "endured conscious pain and suffering" and died on (B)(6) 2009. It is alleged that the pump was defectively designed and/or mfg.

Manufacturer narrative:
(B)(4).